Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 waxguard came unseated from the device and fell into the user's ear. An audiologist reportedly removed five wax guards from the user's ear canal. There was no sign of injury to the user's ear.